Event description:
It was reported that a cot dropped. Allegedly, two operators and the pt sustained strains.

Manufacturer narrative:
Upon visual examination of the cot involved, it was discovered that a safety hook was not installed in the ambulance and the cot was not properly adjusted for the height of the ambulance floor. These conditions are not in accordance with the operations manual.